Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a patient experienced an allergic reaction to the sensor on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient's mother described the skin reaction as open sores and red bumps on the abdomen. Patient's mother treats the affected area with hydrocortisone cream, prescribed by physician on (B)(6) 2015. At the time of contact, patient's mother reported current condition of patient as "good". No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).